Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the motor error. Customer¿s blood glucose level was 220 mg/dl. Customer was able to rewind the insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.